Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical / medical team noted: without the relevant supporting clinical information, a thorough medical investigation cannot be rendered at this time. Therefore, the impact to the patient beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should any additional medical information be provided this complaint will be re-assessed. A definite root cause could not be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient was walking with a brace and was dislocating the knee actively. The event resulted in revision surgery to remove the insert. It was found that the upper tip of the post of the bcs insert had broken off.